Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the amia automated pd cycler set and the supply bag; which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis (pd) therapy. This occurred during dwell one of peritoneal dialysis therapy. The patient was connected during the time of the event. During troubleshooting, it was noted that that the connection between the amia disposable cycler set and the supply bag had become loose during therapy. Renal therapy services (rts) advised the home patient (hp) to go through the end of treatment procedures and start over with new supplies to continue therapy. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.